Manufacturer narrative:
H2, h3, h6: the kit svc bi71000429 door winch replacemnt (originally reported as kit svc o2 bi71000176r encl pwr conv rfb) was received by the manufacturer for evaluation. Analysis found that the winch passed forward and backwards motion, and the brake was engaging and disengaging as normal. Evaluation codes that apply to this analysis: 10, 213, 67. A medtronic representative went to the site to perform a system checkout while working on a different case. Analysis found that the system failed to complete m calibration. It was determined that the motion controller was not functioning properly. The motion controller was replaced and the system passed checkout. Evaluation codes that apply to this analysis: 10, 4203, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A1-5: the site refused to disclose patient demographics. B5: additional information was received regarding the delay in surgical procedure that was experienced because of the system issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that there was a delay in surgical procedure of less than 1 hour.

Manufacturer narrative:
Patient information was unavailable from the site. The kit svc o2 bi71000176 encl power convsn (rev. 3 : s/n (B)(4)) was returned for analysis. Analysis found visually over stressed components. Capacitors c10, c11, c130 and c131 were damaged. The kit svc o2 bi71000176 encl power convsn (rev. 1 : s/n (B)(4)) was returned for analysis. Analysis found that the enclosure power conversion failed bench testing. Transistor q1 failed. The kit svc o2 bi71000176r encl pwr conv rfb (rev. 2 : s/n (B)(4)) has been received by the manufacturer for evaluation. However, results are not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the door was unable to be opened after the system was used in the surgery. They were able to remove it from the room without issue. To open the system the side wall cover was ripped off to gain access to the two dingus latches. From there the gantry was manually rotated. The door cable was not able to used as it was mangled and the wire needed to be cut. The doors were forced open and lifted it to the door open position. There was no reported delay and no reported impact to patient outcome.